Event description:
The customer's spouse reported via phone call that the customer is hospitalized due to high blood glucose. The customer attempted to bolus, but the blood glucose continued rising after she bolused. The customer's blood glucose reading was 700mg/dl. The customer stated she was not using the insulin pump at the time of the hospitalization. The customer had been off the insulin pump for 12 hours prior to hospitalization. During the troubleshooting the customer stated the drive support cap appear normal. The customer declined to check for leaks or air bubbles in the tubing/reservoir and check for possible site issues. The customer changed her infusion set while in the hospital and he needle was straight. The customer was able to complete the high pressure test and passed. The customer was advised that the insulin pump would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.